Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. At the time of the call, the customer reported feeling dizzy; medical attention was not needed at the time. Customer stated she has been using the true metrix meter for a few months and had never changed the battery. The customer is using the correct battery, in the correct orientation for the meter. The customer has a vision issue and was unable to see the meter serial number clearly; serial number documented is number as provided by customer. During the call, the true metrix meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 395 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 02/28/2023; product storage and open vial date were not disclosed.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down.